Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc found that the cutting knife was partially missing. The cutting knife around the missing point was burnt. The manufacturing record was reviewed, with no irregularities noted. Based on the similar cases in the past, it was known that the cutting knife might be broken off since electric discharge occurred and temperature of the distal end of the subject device increased while the high frequency output was activated. Also, it was known that electric discharge might occur, because the electrosurgical unit was used in the coagulation mode, the high-frequency output was set too high, the activation time was too long, or the contact length between the cutting knife and the tissue was too short. The instruction manual of the device has already warned as follows; when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.

Event description:
During an endoscopic submucosal dissection, the subject device was used. In the procedure, when the user checked the tip of the subject device, there was a scratch on the cutting knife. The procedure was completed with another device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc found that the cutting knife of the subject device was partially missing on october 17, 2017.